Event description:
In 2008, the primary surgery (posterior fusion) was performed using xia and ha block (polyaxial screw was placed on l2, l3, l4, and l5 segmentally) for burst fracture of l4. The surgeon found from the post-op CT images that the screw at left l2 and right l3 was not placed correctly. In 2009, it was found through the f/u x-ray check that the screw at left l5 fractured. In 2010, the pt had another surgery just to remove all the implants except for the tip of the fractured screw remained in left l5.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.